Event description:
It was reported that a revision surgery was performed due to disassociation.

Manufacturer narrative:
Pitting and wear were observed in the proximal articulating areas of the insert. Pitting on the insert was likely caused by the presence of third body debris such as bone or bone cement in the articulation zone. There was also damage on the distal surface of the insert. The exact cause of the revision could not be determined from the received component.